Event description:
Hospital called and stated they received a supply of heparin from their distributor that had been put into patient use in pixus machine in the or. The product received had been recalled by the manufacturer. Once notified of the recall, staff recovered all, but 6 vials of the recalled product. Patient above had open heart surgery and experienced severe hypotension. Staff could not determine if this patient received any of the recalled heparin from baxter. Six vials of heparin had been pulled for him. Dates of use: 2008. Diagnosis or reason for use: blood thinner.